Event description:
This is a report of a patient who experienced a breach in aseptic technique resulting in peritonitis coincident with therapy for peritoneal dialysis. Therapy was discontinued. The peritonitis was manifested by abdominal pain, vomiting and pyrexia. It was unknown if the patient was hospitalized for the peritonitis. The patient was treated with edicin (2g, intraperitoneally (ip), frequency not reported), mirocef ip (1.5g for every 2 hours), and kefzol (250mg, during each change) for the peritonitis. The patient recovered from the peritonitis. It was unknown if the patient was retrained on aseptic technique. No additional information is available at this time.

Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a break in aseptic technique resulting in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). It was reported that the patient was hospitalized for peritonitis. A few days after the hospitalization, the treatment with edicin was discontinued. About three weeks after hospitalization, the patient was discharged from the hospital. Should additional relevant information become available, a follow up medwatch will be submitted.